Event description:
Reporter alleged, the customer obtained discrepant blood glucose values of 100 mg/dl back to back with a result of 60 mg/dl when testing was performed within less than 3 minutes apart on the advantage system. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.